Event description:
It was reported that during preparation for a peripheral angioplasty and stenting treatment procedure, the stent dislodged from the balloon. The lesion was located in the left iliac artery. As the physician was preparing the 8.0mm 30mm x 75cm express ld iliac / biliary premounted stent system, the stent dislodged from the balloon. This event occurred outside of the patient and the device was not used. A non-bsc stent was used to complete the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the express ld stent was returned on a balloon catheter segment which included 10mm of a shaft that does not correspond to the express ld device. Visual and microscopic examination of the stent revealed that the distal stent struts were severely damaged and pushed apart. The proximal end of the stent was pushed back in on itself and some of the struts were lifted. Traces of dried blood were present along the stent. No other issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a peripheral angioplasty and stenting treatment procedure, the stent dislodged from the balloon. The lesion was located in the left iliac artery. As the physician was preparing the 8.0mm 30mm x 75cm express ld iliac / biliary premounted stent system, the stent dislodged from the balloon. This event occurred outside of the patient and the device was not used. A non-bsc stent was used to complete the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)